Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7079712/7077496.

Event description:
It was reported that the patient was experiencing redness, pain, and heat at the ipg site following an implant procedure. The physician believed that the patients symptoms was not procedure related and though that the patients skin was more irritated rather than a full-blown infection. The patient has chemotherapy pills that weakens the immune system. The patient was prescribed with antibiotics. Additional information was received that the patient underwent an explant procedure and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing redness, pain, and heat at the ipg site following an implant procedure. The physician believed that the patients symptoms was not procedure related and though that the patients skin was more irritated rather than a full blown infection. The patient has chemotherapy pills that weakens the immune system. The patient was prescribed with antibiotics.